Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 6 hole dynamic hip screw (dhs) plate, a dynamic hip screw, and five (5) large frag 4.5mm cortex screws on (B)(6) 2016 to treat a non-union of a left femur fracture. On (B)(6) 2016, the patient suffered an additional fracture distal to the dhs plate. On (B)(6) 2016, the patient was returned to the operating room to remove the implanted devices. The devices were removed without difficulty and the procedure was completed successfully. This report is 7 of 7 for (B)(4).